Event description:
Reference MDR number 1219856-2013-00221 for the first event involving the same patient. It was reported that the event involved a male patient that expired while in the cath lab. The md attempted to insert an intra-aortic balloon (iab-06840-u, lot number kf3035500) through the teflon sheath via femoral artery (same insertion site) when difficulty was met again during insertion. The iab was not able to be inserted through the sheath (the user did not remove the one-way valve) and the iab was pulled negative according to the instructions for use (IFU). As a result, the iab and teflon sheath were removed successfully. A new non arrow kit (maquet) was opened and used successfully. There was an approximate 10 minute delay or interruption in therapy with no harm to the patient noted. There was no report of patient complications or injury. No medical/surgical intervention was required. The patient outcome is the patient expired. The md made the medical judgment and stated that the device did not cause or contribute to the patient's death. An update received on (B)(4) 2013 stated that the cause of the patient's death was acute circulatory failure.

Manufacturer narrative:
(B)(4).